Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 04/28/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the alleged keypad button complaint. Unrelated to the original complaint, moisture damage was found inside the pump on the keypad flex connector.